Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2010-01562. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent a mesh removal procedure on (B)(6) 2010.